Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 1999. Subsequently, patient was revised on (B)(6) 2014 due to instability from the patient's ligaments stretching. The tibial bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported on the initial medwatch.

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 1999. Subsequently, patient was revised on (B)(6) 2014 due to instability from the patient's ligaments stretching. The tibial bearing was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."